Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the proper air removal technique. Tandem technical support educated the customer to remove any residual air from the cartridge. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer's blood glucose level.